Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B3 date of event- correction. B5: describe event or problem - correction. G6 type of report- follow up. H2 type of follow up- correction.

Event description:
Subsequent to the initial MDR, a correction is required.